Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her doctor wanted to make sure she got a new insulin pump. They were unable to get the insulin pump to give her the fill cannula amount. Customer's blood glucose level was 460 mg/dl. The customer had abdominal pain and nausea. The customer treated her high blood glucose level with a syringe. The device was not returned.